Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). Review of a remote transmission also showed intermittent ventricular undersensing on some stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.